Event description:
During a laparoscopic appendectomy surgical procedure, a plastic specimen retrieval bag tore away from endoscopic handle while inside the patient. The damaged specimen bag was retrieved out, the body cavity was inspected laparoscopically, and no evidence of any retained pieces of the device was noted.